Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2017-01704. It was reported the patient stopped receiving ineffective stimulation due to being unable to increase the stimulation. As a result, the patient will undergo surgical intervention.

Event description:
Device 2 of 2. Reference MFR number: 1627487-2017-01704. Follow-up revealed the leads were explanted and replaced with a single lead on (B)(6) 2017. The issue was resolved.